Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 3 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) values of 52 to 53 mg/dl were recorded at 04:44:06 am to 04:49:05 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 04:44:06 am on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 01:26:53 am date: on (B)(6) 2020 iob: 4.03. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) value of 52 was recorded at 06:29:23 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 06:19:04 am on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 01:26:53 am date: on (B)(6) 2020 iob: 4.03. Requesting a bolus with iob may lead to a low glucose event. Blood glucose (bg) of 47 mg/dl was entered into the pump by the user on (B)(6) 2020 at 04:54:12 am. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 53 mg/dl were recorded at 04:43:44 am to 05:13:42 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 04:43:44 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels (47 mg/dl). The customer reported to be a ¿brittle diabetic¿, and alleged the control iq software did not suspend insulin delivery when the customer's bg was low. Tandem technical support reviewed pump data and verified the control iq software functioned as intended. Customer consumed carbohydrates to address bg. Tandem technical support advised customer to consult with healthcare provider regarding diabetes management. Reportedly, the customer continued using the pump for insulin therapy.